Event description:
It was reported that log files were submitted for evaluation and captured few instances of driveline fault alarms during history associated with a potential issue with the unmonitored conductor in phase 1. Motor function had not been affected by these events. A system controller exchange was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A system controller exchange was required and the alarm resolved. Additional log files were submitted for evaluation and noted 2 isolated driveline fault alarms on 17feb2025. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Section a: year of birth provided, age and dob estimated manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured driveline fault alarms between 05:29:29 and 07:19:23 on 11feb2025, between 02:54:24 and 07:49:00 on 12feb2025, and between 04:49:49 and 05:01:29 on 17feb2025. These events did not appear to impact pump function. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms, including driveline faults, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had driveline faults in (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.